Event description:
First hole started I did not think of it as a stab until I had repeated stabs. I went to (B)(6) and virtual hospital many times " at x-rays blood work were done. Second stab came and it, felt like a "giant" needle. I would yell out in pain. The third hole appeared shortly after each hole. I would be, rush to the hospital. The hospital could not tell what the stab wound was coming from. But I knew, because no organ would, make holes or stabs that would make me bleed and make holes in my abdominals. I have been bleeding from holes a long time. Given iron pills to prevent low bleed. I was sent to a doctor to apply a liquid solution to stop the bleeding. I have been sent to the same doctor to apply a liquid, but bleeding to this day, it has not stopped. Four (4) or more visits over the years since my hernia repairs. I had a heart attack, stroke and was not able to walk for over 4 months and the present time my health is worse. I take many medications. I never know when I am going to be stabbed again by hernia implant. I am on many mediations. You may get an in print from pharmacy. Let me know if you need it. I had an allergic reaction to bandages and have to use other type for bleeding. (3 holes appears) when I used bandages on the holes in my abdominal holes I received a rash, itching and my nurse was in shock she turned her head. She told me it was allergic reaction and we, used sterile pads with non-adhesive tape. I was itching out of control. My skin was red, bleeding. I was itching out of control. My skin was red, bleeding. My nurse stops using bandage with adhesive because, I had allergic reaction. The second day we saw a difference. Before and after picture will be sent on the internet if needed. Separate stab wound #3-0 vicryl. Skin is closed with staples. Vaginal and bowel prolapsed. I may have to have blood transfusion if blood and blooding not resolved. Ref report # mw5158506.